Event description:
Healthcare professional reported "a left side deflation". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: flat creases, a curved opening on anterior, white particles in the shell, and observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified: a striated opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.